Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error. Customer's blood glucose value was 8 mmol/l at the time of the incident. Customer will return device for analysis.